Manufacturer narrative:
Additional information was received indicating that there was no patient involvement and the event date was (B)(6) 2018.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition. The keyboard and labels were functional and intact, but the back labels were damaged. Although evidence of the customer's reported problem regarding the pump displaying error code 11105 was identified in the event history log, simulation testing was unable to repeat the customer's problem. No problem was found with the pump displaying an error code "11105" alarm message during the investigation. The root cause of the reported issue is unknown, but software applications were reinstalled as a preventative measure. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes product complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "error code 11105". No patient details were provided.